Event description:
It was reported that after performing an ffr measurement, the wire was used as a guidewire for a balloon catheter. The balloon catheter became jammed with the wire inside the guide catheter. The ffr procedure was aborted because the ffr measurement had been normally performed before the guidewire movement issue. The balloon catheter and the guidewire were removed as a unit from the guide catheter. No missing parts were observed. The jammed point of the guidewire was on the proximal side near the connector. The wire could not be separated off from the catheter and the tied wire and balloon catheter were returned to the balloon catheter manufacturer. There was no patient injury or adverse events reported. The patient was released from the hospital as originally scheduled.

Manufacturer narrative:
(B)(4). The wire was not returned to the manufacturer for examination. Both wire and catheter were returned to the balloon catheter manufacturer. The manufacturing documentation for this device was reviewed. The device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The procedure was completed by placing a stent to the patient. The patient was released from the hospital as originally scheduled. Since the device was not returned for evaluation, product investigation could not be performed. No further action is required.